Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent could not cross the lesion and found that the stent struts got lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device is a combination product. A synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was detached and damaged the whole length with stent struts stretched. A manufacturing review of the stent profile was performed and the crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edge of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple hypotube kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion damage and multiple kinks all along the extrusion shaft and multiple core wire kinks. These types of damages noted are consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent could not cross the lesion and found that the stent struts got lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed in a severely tortuous and moderately calcified vessel.